Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. There was no motor position encoder error alarm noted on alarm history screen. There was minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call of issues with the customer's insulin pump. The husband states the pump alarmed for motor error and motor position encoder error. The customer's blood glucose level was 270mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.